Event description:
A customer contacted stryker to report that their device kept powering off during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The electronic patient records were downloaded and reviewed and no discrepancies were identified. The customer was advised to replace the battery every two years. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device kept powering off during use. There were no reports of patient use associated with the reported event.